Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter 4 times and received a result of 270mg/dl, 471mg/dl, 588mg/dl, and hi and based on those results she took 40 units of basaglar and 40 units of novolog. A normal result for her for that time of day is usually around 130mg/dl. She stated that she was found by her husband and she was unresponsive. The end-user stated that her husband tested her blood glucose with her prodigy meter and received a result of 540md/dl, he then called paramedics. Paramedics arrived within 5 minutes and tested the end-users blood glucose with their meter and received a result of 16mg/dl. Paramedics did not test the end-user with her prodigy meter. Paramedics administered an IV with glucose and transported the end-user to (B)(6) hospital located at (B)(6). When the end-user arrived at the hospital her blood glucose was 19mg/dl. The ER doctors continued the IV of glucose and gave the end-user a sandwich, ginger ale and peanut butter crackers. The end-user stated she was at the hospital for 6 hours she was discharged with a blood glucose of 148mg/dl. She was told to follow up with her primary dr. The end-user no longer had the test strips used during this event. No additional information was provided.